Manufacturer narrative:
(B)(4). The report of a separated sheath tip marker band was confirmed through evaluation of the returned sample. The customer provided one image showing a cath-lab sheath. Visual analysis revealed that a tip marker band which was separated from the rest of the sheath body. The customer returned one cath-lab sheath for analysis. Signs-of-use in the form of biological material were observed. A separated tip marker band was also returned. Visual analysis revealed that a tip marker band had become separated from the distal tip of the cath lab. Microscopic examination confirmed the damage and revealed that a second marker band was secured to the sheath tip. This indicated that two marker bands were part of the initial assembly. Manufacturing team confirmed that the separated coil was a marker band. Based on the observed defect, it appeared that a second marker band was incorrectly assembled to the sheath. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on these circumstances, the root cause for this issue was likely manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a c clip marker tip dislodged into the patient and had to be retrieved by snare. The device was removed in its entirety and the case was abandoned after successful removal. No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: a c clip marker tip dislodged into the patient and had to be retrieved by snare. The device was removed in its entirety and the case was abandoned after successful removal. No patient injury reported.